Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other armada 18 referenced is filed under a separate medwatch report number.

Event description:
It was reported that during device preparation some air was noted at the hub of the armada 18. The device was not used in the patient. A second armada 18 was prepared without issue and used in the procedure, but a leak was noted at the hub. It was successfully used in the superficial femoral artery by continuously dialing up the pressure as it was losing pressure during inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.